Event description:
This lead was capped during a normal device change out for eri. While the physician was removing the pace/sense portion of this lead, the insulation separated from the pin of the lead. No adverse patient events were reported and the patient is being sent for a lead extraction and new implant of an rv lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.